Manufacturer narrative:
Correction: the damage found was sustained during the surgical procedure. Visual inspection of header found ventricular setscrew stripping on the inset which is consistent with user error.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During the operation, the pacemaker screw could not be tightened so the device was exchanged. Post-procedure the patient was stable.